Event description:
It was reported that one day after implant the right ventricular (rv) lead exhibited high impedances. The lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d334drg implantable cardioverter defibrillator (ICD), (B)(6)  2013; 4076 implantable pacing lead (B)(6) 2013. (B)(4).